Event description:
Olympus was informed that during a therapeutic transcervical resection (tcr) procedure using sorbitol solution perfusion, the loop wire at the distal end of the hf resection electrode broke off and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation in hinode, japan (omsc) (returened to omsc on (B)(6)2022). The evaluation at omsc confirmed that the loop wire at the distal end of the resection electrode is broken and the ends of the wire have melted into balls. It was also confirmed that electrolyte solution was used instead of the prescribed saline solution, which must not be done. When using electrolyte solution the loop wire wears out much faster and will break or melt. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.